Manufacturer narrative:
The finished goods lot was manufactured with three component probe lots. A device history record review for each of the three lots was conducted and the product was released based on the product¿s acceptance criteria. A complaint lot history examination indicates there were two other complaints for the reported issue. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. The sample was not returned and the lot information provided indicated the product was released to the product¿s acceptable criteria, the root cause for customer complaint issue cannot be determined. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor of ophthalmology reported that the probed did not cut and the aspiration would work intermittently during the surgery. The surgery was completed after replacing the product with another one. There was no patient harm. Additional information and product sample have been requested.